Event description:
It was reported that there were some stains in the packages found in the (B)(4) warehouse. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Cmp: (B)(4). Str plt 8hle 2.0 lactosorb sys cat# 915-2108 lot# 819430 lactosorb1.5mm4holeextstrplate cat# 915-2414 lot# 392900 report source: (B)(4). Two unopened products were returned with label information item# 915-2108 lot# 819430 and item# 915-2414 lot# 392900 and verified to complaint information. Based on photos supplied from complainant it appears the reported issue could be for debris attached to the heat dots. Visual evaluation of both products identified no stains on either of the returned products. There is black hair/ fiber present and is stuck to the temperature indicator dot inside both of the returned unopened packages. These are not acceptable per inspection criteria. -review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. -the condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00542.